Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 320550 batch no: 0154672. It was reported that the flow will stop before its completed dispensing all of the insulin. Verbatim: consumer reported, when she's taking her injection, the flow will stop before its completed dispensing all of the insulin. Stated, she was never told to prime before injection. Stated, she did not have this problem with the original nano. 8 pen needles affected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 320550, batch no: 0154672. It was reported that the flow will stop before its completed dispensing all of the insulin. Verbatim: consumer reported, when she's taking her injection, the flow will stop before its completed dispensing all of the insulin. Stated, she was never told to prime before injection. Stated, she did not have this problem with the original nano. 8 pen needles affected.